Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, gargling while sleeping, and headaches. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device 's sound abatement foam. The patient has alleged cough, gargling while sleeping, and headaches. There was no report of serious patient harm or injury. During the evaluation of the device at the manufacturer site, the device was visually inspected and found evidence of no foam degradation. There was zero error code found. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough, gargolls while sleeping, and headaches. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no problems were found. Additionally, the patient¿s complaint was not confirmed, and the device passed final test. This device is considered as a part of recall. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.